Event description:
It was reported that: "the arthroplasty was revised due to instability. The tibial insert component was revised. The components were implanted in situ for 7.6 y. The (B)(6) scores were not recorded for this patient."

Manufacturer narrative:
Neither the device nor additional information is available from the research facility.